Event description:
A family member reported that the pump was rebooting. She reported that the patient went swimming in (B)(6) 2011 and went the patient came out of the water the pump was off. The family member reported that she removed the battery and saw corrosion in the battery compartment. The family member reported that since that incident the pump was rebooting and battery life was decreased.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that rebooting had occurred. There were no alarms related to the complaint in the pump history. The battery compartment was observed to be cracked and moisture damage was found in the battery compartment. The battery cap was secured to the pump and the pump powered on normally; the pump was exercised for 24 hours with interruptions. The pump was opened and no damage was found to the power circuit.